Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. There were no visual or functional abnormalities observed during product analysis. The reload was able to load and unload without difficulty. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during the hemicolectomy procedure, the staplers were partially firing. An additional instrument was opened to complete the procedure. No patient injury noted on this event.